Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the one inflatable penile prosthesis cylinder eroded out of the corporal body due to patient habitus. The patient underwent surgery to remove the device. There were no device performance issues. There were no further patient complications.